Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had already addressed the issue by installing a new cartridge and was able to resume insulin delivery without requiring further assistance.